Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The customer has declined further service. No parts have been replaced and no medtronic representative has traveled to the site for system inspection. No findings possible.

Event description:
A site representative reported that the imaging system covers pop loudly when the gantry is opened and closed. It was also reported that sometimes the door doesn't open at all because of this issue. There was no patient present when this issue was identified.